Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper and lower cases were broken, both bail covers and ring cover were broken, the battery contacts were compressed, the ring was bent and the battery drawer was damaged and contaminated. The pcb was further analyzed and this analysis found that a capacitor component caused the battery removal test failure, and a diode component caused the inactive current drain test failure. Conclusion: confirmed pcb failures caused by capacitor and diode failure. (B)(4).

Event description:
It was reported when the battery is changed, the device switches off instead of remaining on for at least 15 seconds. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported when the battery is changed, the device switches off instead of remaining on for at least 15 seconds. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.